Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 500 mg/dl with moderate/high ketones. Elevated blood glucose was addressed with a manual injection. Customer stated their arms went numb due to elevated blood glucose. Customer was advised to change infusion set as scarring at infusion site could affect insulin absorption, and was educated on proper load sequence steps, customer acknowledged.